Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. There was a cut on one of the circular seals. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cholecystectomy, the trocar membrane broke when using a clip applier which caused the trocar to leak gas. The trocar was in use for 60-90 minutes prior to breaking. They needed to change the seal from a new cannula. No patient injured.